Event description:
There was a 90 degree occlusion in the insulin pump cannula. See photo of the 90 degree cannula bend when I pulled it off my body. No alert or alarm went off ¿ even though I wasn't getting any insulin for 8 hours. This has happened several times with omnipod 5. It caused me to have an extremely high blood sugar that lasted for 2 days. I reported it to insulet and they admitted it is a problem, but nothing has been done to correct the problem. It's very dangerous for any type 1 diabetic who uses this pump and should not happen or be allowed by FDA.